Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 500 mg/dl. The customer had manual insulin injections available to stabilize bg level. Additionally, the customer was able to load a new cartridge successfully and resume insulin delivery.